Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the impactor pad is fractured. The returned device was reviewed with visual examination and optical microscopy using a keyence vhx-2000 digital microscope. Hackle marks and river lines are present throughout all fracture surfaces. Additionally, the two components mated together appear to form a possible bending hinge. These fracture surface artifacts suggest a probable bending overload fracture. Cosmetic inspection found scratches, nicks, gouges, faded etching and strike marks indicating repeated use. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Common device name: phx. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the impactor broke while impacting glenoid into mini baseplate. No additional information on the reported event is unavailable at this time.